Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) territory manager that while an opt312 optiflow junior nasal cannula was being used on a patient, one of the flexitubes came off of the silicon part of the interface allegedly causing the patient to have a "dangerous de-saturation episode".

Manufacturer narrative:
(B)(4). The complaint opt312 optiflow junior nasal cannula is expected to be returned to fph in (B)(4) for inspection. We are also in the process of obtaining further information from the hospital in order to assist us with our investigation. We will provide a follow up report once we have received further information from the hospital and completed our inspection of the complaint device.

Manufacturer narrative:
(B)(4). Background: the optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Manufacturer narrative: method: the complaint opt312 optiflow junior nasal cannula was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed that the right flexitube was detached from the right side of the cannula base, confirming the reported fault. The left flexitube was also observed to be pinched or pulled. Further inspection showed that the detached flexitube had been properly inserted and glued into the cannula base. A lot check was not performed as lot information was not provided by the hospital. Conclusion: based on the damage observed, the detachment of the right flexitube from the cannula base is most likely due to the excessive pulling force applied at the cannula-tube joint. All optiflow junior nasal cannulas are 100% leak and occlusion tested after final assembly, and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula-tube joint, as well as the swivel grip joint. If there are any failures, the entire batch is put aside for further investigation. Our user instructions that accompany the optiflow junior nasal cannula state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Do not stretch or crush tube. The hospital eventually informed us the that the patient "is now fine." No further information was received regarding the status of the patient.

Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare (fph) territory manager that while an opt312 optiflow junior nasal cannula was being used on a patient, one of the flexitubes came off of the silicon part of the interface allegedly causing the patient to have a "dangerous de-saturation episode."